Event description:
It was reported there were telemetry issues and an over discharge was suspected. It was noted patient did not have pain for about a year. It was stated the last successful recharging session was 2 to 6 months prior to report. It was further noted the patient was able to get 2 coupling bars, but a few days later was not able to get anything. It was further reported the patient did ¿not need or use her battery for over 2 years¿ prior to report. It was noted she did not recharge at all during this time. It was stated multiple physician mode recharges were tried without success. It was reported the device was replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # found the ins battery had reduced capacity due to over-discharge.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the battery was implanted on (B)(6) 2013. The patient was doing very well.